Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states he cannot get the code, because the led is not working either. And the brake is locking up in free wheel. MDR filed.